Event description:
Reporter stated that the surgeon had inserted a aq5010v three-piece silicone intraocular lens in the patient's eye and the trailing haptic broke off. The surgeon removed the lens and replaced it with another lens. The surgeon makes his initial incision larger than necesarry, so the incision was not enlarged to remove the damage lens, he did place a suture, but this is standard practice for this surgeon.